Manufacturer narrative:
The lancet device was discarded. Occupation was lay user/patient.

Event description:
The customer alleged the needle came out of the safe-t-pro plus lancet device. The customer attempted to remove the sterility cap and depth dial when the needle came out of the lancet device. The customer did not twist the sterility cap when the lancet came out of the device but had pulled it straight off. There was no accidental fingerstick with the safe-t pro plus lancet.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Complaints regarding this allegation and the specific lot number involved were reviewed and showed no increase for the affected production interval.